Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen is dark. Functional/display test failed. The screen was dim. During investigation, the inverter board transformer was determined failing. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen was dim during ready; display brightness was set to 10 per previous case from last night (B)(6) 2022, (ref. (B)(4)). Patient declined a replacement last night but was told to call if issue got worse. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient involvement or adverse event indicated. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Follow up attempts have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.